Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 21:11:25. During night drain cycle five, the patient's ultrafiltration reading was 1178ml, indicating the home patient (hp) drained 1178ml more than their maximum programmed fill volume of 1900ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation: review of the device's therapy log revealed the user had an ultrafiltration (uf) volume of 1178 ml during therapy initiated on (B)(6) 2012 at 21:11:25, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. An iipv is any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume, as defined in the (B)(4) clinical hazards list. Review of the event log revealed that cycle 5 received a partial fill. Cycle 5 drain was completed on (B)(6) 2012 at 6:16:27 and the user's actual drain volume during cycle 5 was 2830 ml. The actual drain volume of 2830 ml is 148.9% of the largest prescribed fill volume (lpfv) of 1900 ml; therefore, this incident does not meet iipv criteria.